Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - nails: rafn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure with retrograde approach for femur shaft fracture. There was a union reported postoperatively. Postoperatively, on the unknown date, the patient experienced a left knee pain and stiffness. She was readmitted for lysis of adhesions (loa) and removal of distal locking screws. There was an evidence of healing reported. No further information is available. This complaint involves one (1) device. This report is for (1) unk - nails: rafn. This report is 1 of 4 (B)(4).